Event description:
Same case as MFR report #2134265-2008-02598 and #2134265-2008-02600. It was reported that during a coronary artery stenting treatment procedure, death occurred. The target lesions were in the right coronary (rca), the left anterior descending (lad) and left circumflex (lcx) arteries. A 2.5 x 20 mm taxus liberte drug eluting stent (des) was implanted to treat the 75% stenosed, mid rca lesion. A non-bsc guide catheter was introduced into the pt. A choice pt guide wire was advanced into the lad and a non-bsc guide wire was advanced into the lcx in preparation for kissing balloons technique. A 2.5 x 20 mm maverick2 balloon catheter was advanced into the lad and a maverick2 2.0 x 15 mm balloon catheter was advanced into the lcx. The physician had been performing kissing balloons for 5 seconds when the non-bsc guide catheter "slipped" into the left main artery occluding the blood flow to the lad and lcx. The physician was unable to reposition the guide catheter as the shaft of guide catheter had kinked. The patient's heart beat stopped and her blood pressure dropped to 20/0. Dopamine was given. The physician was able to inflate the 2.5 x 20 mm maverick2 balloon catheter in the lad and was able to restore a small amount of flow before the lad closed again. The physician attempted closed chest cardiac massage for 45 minutes with no improvement in the pt's condition. The pt died. The official cause of death was determined to be "physician reason". The physician's opinion was that there was no relationship between the medical devices used in this procedure and the pt's death. It was "operation" related.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending. And similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.